Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 63 (variable 3) was present in the pump trace download due to cracked trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring hardware low level failure alarm during normal use. Self test was performed and passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.